Event description:
It was reported that prior to starting a da vinci s mitral valve repair procedure, the site lost vision on the left video channel. With the assistance of an isi technical support engineer (tse), the site replaced the camera cable; however, the left vision loss continued to occur. The patient had been under anesthesia for approximately one hour when the surgeon decided to complete the case using traditional open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the image issue experienced by the customer was associated with the camera head. The camera head produces three dimensional images to the da vinci vision system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the affected camera head. As of september 28 2010, there have been no reported recurrences of the issue at this hospital.